Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the patient vision isn't clear. The iol was exchanged for clinical reason of suboptimal visual acuity/quality in a secondary procedure. Additional information was requested.